Event description:
Legal claim was received. The patients medical records indicate that she was revised to address infection. The patella and tibia were close to being loose and came out easily. The femroal ocmponent came out with minimal bone loss.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A complaint database search did not show any additional related reports against the lot code. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.